Event description:
It was reported that the patient experienced an adhesive failure event on 16 apr 2026, as tape did not stick during the time of training for five infusion sets.

Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.